Event description:
This is a spontaneous report by a nurse from the USA of the patient made a mistake, touch contamination, patient did not wear a mask and peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the events of patient made a mistake, touch contamination and didn't wear a mask occurred. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. It was unreported whether treatment was provided. On an unreported date, pd therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the mistake, touch contamination, and not wearing a mask.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. There were no samples available for evaluation and no defect was alleged or confirmed. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. The label review found the labeling adequate for the potential use error(s) in this complaint. A batch review was completed for suspect lot numbers and no defects were noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.